Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify motor error alarm due to prime alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.